Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of tibial component at the cement to implant interface. Cement manufacturer is unknown. Two year old attune rp ps knee. Bone scan showed changes of medial tibial plateau. During revision, tray was removed by hand and no cement on implant. Femur was well fixed. Removed femur and converted to a sigma tc3 with mbt tray. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.